Manufacturer narrative:
Currently, it is unknown whether or not the device have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis with a blood glucose reading over 500 mg/dl. The customer changed the infusion set two days prior to the hospitalization and the customer did not change the set again when experiencing the high blood glucose. Troubleshooting revealed that the time and date were not set correctly which could have affected the basal rate delivery. The customer also mentioned she had previously experienced no delivery alarms due to stretch marks and scar tissue at her insertion sites.